Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). The case was completed with cryo. Additionally, the patient had a cough and dyspnea. The pnp did not recover, as confirmed via multiple chest x-rays. The patient was then treated with "respiration therapy" and underwent "respiration training". Additionally, an oral cough and herbal medications were initiated. It was noted that the patient did not have an extended hospitalization. No further patient complications have been reported as a result of this event. The patient was part of the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicates the dyspnea occurred during hard work. Dyspnea was confirmed by abnormal incentive spirometry results (ati), and later recovered. The pnp and associated symptoms resolved.